Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. Date of event: date of event was approximated to (B)(6) 2019 based on the event date comments of about 6 weeks ago. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was to be implanted in the perirectal fat during a spaceoar placement procedure performed on an unknown date. According to the complainant, the spaceoar gel was implanted in the rectal wall and the patient experienced rectal bleeding that subsided in the last two weeks. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.